Event description:
Customer reported a film mode error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a cassette tray calibration. System operates as intended. (B) (4).